Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had red x and open book image. Customer stated that insulin pump performed safety checks and an error was found. Customer stated that no pump error was displayed before the open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error (open book image) and unable to download due to corroded electronic assembly. The motor and force sensor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Device had scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay and missing serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment.